Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, system risk analysis (sra), and functional analysis. ¿the device history record (DHR) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿trending analysis of the odor/smells issue for the sterrad®100nx unit was reviewed for the prior six months from open date and no significant trend was observed. ¿review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned, installed onto a certified qa test system and verified that it completed cycle with no smoke or odor found. Reason for return was not confirmed. The oil mist filter was returned, installed onto a certified qa test system and verified that there was no smoke or odor emitted from the unit. Reason for return was not confirmed. The assignable cause of the odor/smell is likely due to the catalytic converter and the oil mist filter. The asp field service engineer replaced the parts and confirmed the sterrad®100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A customer reported that two female healthcare workers (hcws) and one male hcw experienced eye irritation potentially related to sensitivity to the sterrad® 100nx sterilizer. The hcws left the room and their eye irritation resolved within a few hours; they did not seek or receive any medical attention/treatment and were reported to be "fine." An asp field service engineer was dispatched to assess the unit onsite and identified an odor emitting from the sterrad®. This event is being reported as a malfunction subsequent to a serious injury.